Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient with a attune knee implanted was complaining of knee pain and had a revision knee surgery performed. Patient consequence? :yes. Patient consequence description:knee pain. Action taken for procedure:replaced the attune knee with sigma revision implants. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.